Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. It was reported that power error reoccurred after troubleshooting the previous occurrence. It was reported that the notification light did not stop flashing immediately. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with power error detected alarm due to j6 connector resistance issue.